Manufacturer narrative:
One suspect pump was returned for evaluation. Visual evaluation was performed, and no anomalies were noted. The event log shows that the device was unplugged and operating in battery mode from the start of the infusion. The device booted up because the battery was found to be damaged; however, the device functioned correctly in the customer protocol when it remained connected to the ac (alternating current) outlet. It did not shut down while connected, as reported by the customer. D9 - date returned to mfg: 12/12/2025.

Manufacturer narrative:
The investigation was updated: one suspect pump was returned for evaluation. Visual evaluation was performed, and no anomalies were noted. The event log shows that the device was unplugged and operating in battery mode from the start of the infusion. The device booted up because the battery was found to be damaged; however, the device functioned correctly in the customer protocol when it remained connected to the ac (alternating current) outlet. It did not shut down while connected, as reported by the customer. Analysis of the event history shows that several battery replacement alarms with the message ¿keep connected to ac. Repair battery/replace pump.¿ were generated days prior to the event. However, the user continued using the device despite the alarm and ignored the recommendations in the alarm message and the corrective action described in the user manual: ¿turn off the infusor. Replace the infusion pump as soon as possible so it can be sent for repair.¿

Event description:
A bomba de infusión plum 360¿ compatible con ICU medical mednet¿ reportedly shut down during a surgical procedure, despite being properly connected. In response, a replacement pump was immediately procured and connected, while efforts were made to troubleshoot and reactivate the original pump, which was labeled as new equipment. The replacement pump was successfully connected, but there was a delay in its initialization, while the original pump remained inoperative. As a result, unspecified medications were administered intravenously, as the patient had been without infusion for a period of time. The patient began to regain consciousness, and due to concerns regarding potential vascular damage, an additional vein was cannulated. The infusion pump was placed in quarantine. There was no harm to the involved patient as result of this event.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.